Event description:
The customer reported via phone call that they received a button error alarm. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was unknown. The customer has reverted to a back-up plan at the time of the call. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and detached end cap.